Event description:
Event description: clinical study - fulcrum. It was reported that a pericardial effusion was noticed during the case. The caller reported that the patient had a slight drop in blood pressure. The caller reported that the patient was hemodynamically stable for most of the case. The caller reported that the patient's blood pressure was stable for most of the case but would fluctuate "here and there." The caller reported that she was unsure if it prompted them to check for the pericardial effusion. The caller reported that the pericardiocentesis was noticed and confirmed on ice. The caller reported that the procedure was concluded after noticing the pericardial effusion on ice. The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that after the pericardiocentesis, the patient's blood pressure did improve slightly. The caller reported that 160 cc's of fluid was drained from the patient. The caller reported that the last known patient status was stable. The caller reported that the decanav catheter and (B)(6) soundstar catheter were the bwi catheters used during the case. The caller reported that the catheters were discarded, and the caller was unable to confirm the catalog/reference numbers and lot numbers of the catheters. Css ws was consulted and css ws advised that the injury would be saved under the carto 3 system (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).